Event description:
The MFR rec'd info alleging a ventilator's display screen was defective. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, the display screen cable was found to be loose. The device's display screen cable was reconnected to address the issue. Device has been repaired but not returned to the customer, pending customer approval of the estimate.